Event description:
It was reported an implantable neurostimulator (ins) overdischarge was suspected. It was noted the patient hadn¿t charged for over a year. It was further reported it was unknown when the patient had noticed the charging had become an issue. It was stated the patient did not see the benefit of the system and did not feel that it worked. It was stated the patient had the system only implanted on one side of the brain. It was noted they had considered having the device removed and replaced. Additional information received reported the overdischarge was confirmed. It was noted the cause of the overdischarge was patient compliance. It was noted the patient was not receiving effective therapy at the time of report. It was noted it was not turned on and they had not planned to turn it on. It was stated the patient did not want surgery or a new battery because they did not think it helped significantly.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_recharger_acc, serial# unknown, product type recharger; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).